Manufacturer narrative:
Previous driveline infection on (B)(6) 2021 reported under 2916596-2021-02869. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted on (B)(6) 2021 for IV (intravenous) antibiotics of driveline infection and increasing chronic pain in left costal abdominal area. The patient had a positive blood culture on IV antibiotics. The pump would be explanted due to chronic infection. A transesophageal echocardiogram (tee) showed ejection fraction of 20%, trace aortic insufficiency (ai), right ventricle function was mildly reduced and no patent foramen ovale (pfo). Prior to the pump exchange the parameters were as follows: 10000 rpm, flow was 6.3 lpm, pulsatility index (pi) was 2.8, and power was 7.2 watts. It was reported that the patient required a heartmate ii to heartmate ii pump exchange due to chronic driveline infection. The pump was explanted on (B)(6) 2021 and not replaced at the time. Upon excision of the pump, pocket and sternum frank poling infection was present. The infection had deteriorated the apical cuff. The skin tissue of the right femoral groin access, lower midline chest and left lateral subcostal were prepped and draped. The right femoral groin access was prepped then cannulated in preparation of cardiopulmonary bypass (cbp) support. The surgical skin was prepped from midline sternal to umbilical midline and then lateral over the left upper abdominal quadrant to ligate open the pump pocket pre-peritoneal area. In addition, midline chest was prepped in preparation of the pump exchange and plan for outflow graft (ofg) to ofg anastomosis. The current heartmate ii pump body inflow and outflow grafts along with abdominal internal percutaneous driveline were surgically exposed. The patient was then given IV heparin and after activated clotting time (act) was appropriate patient was placed on cbp with cannulated femoral for bypass with standard positioning. Upon surgically exposing the ofg the surgeons cut into the graft and the patient had an emergent tamponade and was placed on full cbp support. The infection was frank smelling, copious and everywhere from outflow graft to pump pocket. The current ofg was clamped and current pump was stopped. Upon further surgical dissection of the old heartmate ii it was found that the apical cuff was deteriorating from infection and the apical cuff and heartmate ii inflow connection was very loose. The decision was made at that point to clean the area with abiotic solution, remove the remaining apical cuff, pump body and ofg upward and leave about 5 cm of ofg and place impella 5.5 in through the ofg and through the atrioventricular (av) opening. The remaining heartmate ii apical hole was closed with a vasotec terumo patch with plegeted sutures. The old hmii was explanted and the remaining ofg was cut and clamped. The terumo patch was then placed over the existing apical hole in the apex of the heart. Then the clamped ofg was unclamped and trimmed to about 5 cm in length and the 5.5 impella was then placed through the ofg in through the av opening and into the ventricle. The impella 5.5 was started and ramped up. The patient was then in preparation for weaning for bypass and the patient was started on epinephrine of 0.05 and neosynephrine at 0.2 to increase right ventricular function. IV protamine was given to promote tissue hemostasis. The patient was then weaned off cbp support at a time of 139 minutes. Standard right femoral cannulas for cbp support were clamped and removed in standard fashion. After stabilizing the patient with fluid and cell saver replacement, the patient started with large amount of diffuse bleeding pump pocket area along with the open sternal area. Blood products given during surgery of 4 packed red blood cells and cell saver. The pump pocket and midline sternal area were left open with wound vacuum therapy in place. The right femoral access then closed in normal fashion. The old left sided abdominal percutaneous was surgically excised and the tissue was surgically closed. The patient was returned to the intensive care unit in stable condition with an open chest and pump pocket area. The patient was left on impella support until the infection cleared. It was reported that the patient passed away (B)(6) 2021. It was reported the outcome was device or therapy related. No additional information was provided.

Manufacturer narrative:
Section b2: the patient expired after (B)(6) was explanted and was not on left ventricular assist device at the time of expiration. Manufacturer's investigation conclusion: no device-related issues were identified during the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6). A specific cause for the reported event and a correlation to the device cannot be conclusively determined. (B)(6) was returned assembled with the driveline (dl) cut approximately 1¿ from the pump housing and the remaining distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (outflow graft, bend relief and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was sutured around the outflow graft nut. The device appeared to have been exposed to a fixative agent (e.g. Formaldehyde, formalin, etc.) Before being returned to abbott for analysis. Visual examination of the sealed inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Examination of the pump's blood-contacting surfaces upon disassembly of the device also revealed no adhered depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Of note, (B)(6) was explanted on (B)(6) 2021, and the patient ultimately expired at the end of the month. Incidental findings: visual inspection of the driveline potting inside the pump outlet housing (interior of the cable boss) noted that the potting had an opaque, orange color and smooth surface. There was no evidence of fluid ingress into the surrounding space. This discoloration was previously investigated and was found to be due to incomplete mixing or insufficient batch size; the issue is cosmetic only. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 1 of this IFU lists bleeding, right heart failure, infection (local, driveline or pump pocket infection), and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU notes that ¿moderate to severe aortic insufficiency must be corrected at time of device implant.¿ section 6, under "postoperative patient care", cautions: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Section 6 (under "right heart failure") discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The heartmate ii lvas patient handbook, rev. C. Is also currently available. The patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 15sep2016. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.